Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming, the cadd administration set would not flush or run and consistently generated downstream occlusion alarms on multiple pumps. This issue may have led to an occlusion. There was patient involvement; however, no harm was reported.